Event description:
On (B)(6) 2012 upgrade to crt-p with new epicardial lv lead implant (B)(6) hospital cath lab (B)(6) 2012 - 20:00). Lv lead impedance measured with psa during implant (1400 ohms - bipolar). Lv lead impedance measured through invive (w137) after l v lead connection - >2000 ohms (lv tip lv ring); 1940 ohms (lv ring to rv) lv pacing threshold - 1.sv @ 0.4 ms (lv tip - lv ring); >3.sv@ 0.4 ms (lv ring to rv) implant notes say 'decision made to leave lead. No obvious reason, lead/header clean, lead stable, bipolar' high lv lead impedance measure accepted -wound closed, patient scheduled for post implant check on (B)(6) 2012. Post implant check (B)(6) 2012 lv lead impedance - 1124 ohms (lv tip to l v ring) lv pacing threshold - 0.4v @ 0.5 ms (lv tip to lv ring) (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).